Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage), worsening mitral regurgitation(mr) as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mitral valve injury (tissue damage) cannot be determined. The reported worsening mr was a cascading effect of the tissue damage. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report tissue damage requiring surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was implanted on the a2/p2 and the mr was reduced from 4 to 2-3. Leaflet insertion was verified and was very good. An attempt was then made to implant a second clip (cds-71009u118) lateral to the first clip. After the first grasping attempt, the leaflets were well inserted, but the mr grade was not reduced. A second grasping attempt was made; however, when checking the color doppler by echo a new severe jet was observed coming through laterally. The clip was opened, inverted and retrieved in atrium. On echo images, (2d and 3d), a laceration of the anterior and the posterior mitral leaflet was observed in the a1/p1 segment. The clip was not implanted and was removed from steerable guide catheter. The procedure was aborted. The final mr grade was 4. The patient underwent surgery (valve replacement) a few hours later, with a good result. The patient condition was stable after the surgery and the patient was transferred to the cardiac surgical intensive care unit. No additional information was provided.